Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No issues with device performance were reported and the implantation surgery was uncomplicated. The root cause for the reported clinical issues is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The hydrus microstent presumably remains in situ and is not available for evaluation. Device identifiers were not provided; therefore, a review of the device history record (DHR) could not be conducted. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated iop, and hyphema are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent hydrus implantation on an unknown date. Postoperatively the patient¿s iop was 15 mmhg with some red blood cells in the anterior chamber. On or around day three the patient¿s iop spiked to 50 mmhg and was treated with diamox and placed back on unknown medication. The surgeon consulted with expert opinion md (eomd) with an inquiry of managing iop spike. The expert¿s summary of the case was severe uncontrolled iop after uncomplicated hydrus/ce. The patient¿s current iop is in the mid 30¿s.